Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s back pain had increased within the 3 weeks prior to this report. It was stated that the patient ¿wasn¿t feeling stimulation as he was at last visit¿ and there was a loss of stimulation and therapeutic effect. It was stated that contacts 3, 14, and 15 had impedances that were ¿>10,000ohms.¿ it was noted that the patient¿s implantable neurostimulator (ins) was reprogrammed so that the affected contacts were not used. It was stated that after the patient was reprogrammed he felt stimulation as he had before and was happy with the coverage. It was noted that the patient¿s healthcare provider (hcp) had ordered an x-ray, but he results were unknown.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the implantable neurostimulator (ins) that was implanted prior to the replacement, had shown inconsistent readings when an impedance check was run.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that there was a revision on (B)(6) 2014. The impedances had been okay at the device implant, but had failed over time. The impedances would go from all contacts greater than 40kohms to the patient feeling some stimulation, depending on the patient¿s position. Imaging of the system in the past had resulted in no identified issues. It was thought that there may have been a connection issue at the header block, but nothing was seen on the lead such as ¿clear breakage, etc.¿ after having the leads and ins replaced, the patient was doing well post-op.

Manufacturer narrative:
Analysis of neurostimulator model 37714 serial # (B)(4) showed no anomalies. Analysis of lead model 977a260 serial # (B)(4) showed all 8 conductors were broken 23.4 cm from the distal end of the lead. It was noted that the braid was broken at the location of the breaks and protruded through the insulation. No short were seen between circuits but all the circuits were found to be open. Analysis of lead model 977a260 serial # (B)(4) showed all 8 conductors were broken 23.1 cm from the distal end of the lead. It was noted that the braid was broken at the location of the breaks and was poking through the insulation (at the location of the breaks). No short were seen between circuits but all the circuits were found to be open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.